Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and low pacing impedance. The ra lead was capped and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range, and the atrial pacing capture threshold was elevated. The analyst noted that the last measured capture threshold was 2 volts on (B)(6) 2013. The maximum atrial impedance measured was 285 ohms on (B)(6) 2013. The most recent impedance on (B)(6) 2014 was measured at 76 ohms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.